Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pkjm, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported having a steel hip and thigh implant done in 2006. It was hard for her to walk because the implantable neurostimulator (ins) was on the same side as the steel hip and high, causing severe pain. There was pain at the ins site. This was noted to have occurred in (B)(6) 2015. The ins was also at an angle and sank down in (B)(6) 2015. On (B)(6) 2015, the patient had an epidural because of hip and thigh pain. There were not any traumas or falls that could be related to the issue. The patient hadn't tried turning stimulation off and didn't want to turn the ins off because she had acute urinary retention and incontinence; in 2010 she had to use a catheter for eight days and there was no way she could live like that. She asked if her ins could be moved from one side of the body to the other. She hadn't been able to see her implanting doctor; she was taking pain medication and would have to rely on that until she could see the doctor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.